Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketone acidosis on (B)(6) 2021 for three days. Blood glucose at the time of event was 600 mg/dl. Current blood glucose was 195 mg/dl. The customer experienced vomiting as a symptom of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of high blood glucose event. Customer was treated for high blood glucose with intravenous drip. Customer was not using automode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.